Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported difficulty to deploy, physical resistance and mechanical jam with the thumbwheel were unable to be confirmed as the stent implant deployed without any anomalies noted. A review of the electronic lot history record (elhr) and similar incident query for this product were not performed since the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. .

Event description:
It was reported that the procedure was to treat a le novo lesion located in the mid superficial femoral artery that was mildly tortuous and moderately calcified. The physician attempted to place a supera 6.5 x 180 peripheral stent system. The system lock was opened but it was not possible to get more than 2 cm out of the delivery catheter. Then, the thumb slide got stuck and it was not possible to place the stent. The system lock was closed again and everything was removed through the sheath without any issues, although the first 2 cm of the stent was opened. Another stent was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.